Manufacturer narrative:
10/6/1998- supplemental report #1 sent to FDA. Additional info entered in d-9. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during an unspecified procedure. Reportedly, the instrument broke. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.